Event description:
Adverse event(s): "virulent infection" (endophthalmitis); "loss of vision" (vision, loss of). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she had a "virulent infection with total lack of vision." She reported that it was treated with medications. In a follow-up, it was reported that an intravitreal surgery was done and a sample was taken for culture which were negative. Two more surgeries were performed to "clean" and antibiotic and analgesics were injected. It was noted that the retina was severely damaged. The iol was removed. It was reported that "the eye is clearly on the biological structure improvement but no chances of vision now or in the future." Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4).